Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/10/2024. H6 component code: g07002 - device not returned. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One strand in two sections outside its packaging that pertain to product code sxpp1a401 was received for analysis. Additionally, a photo was provided, and with the same condition as the received sample. Upon visual inspection of the sample, body fluids and marks that appear to be caused by a surgical instrument were observed on the body needle. The suture pieces were examined, body fluid was present on the strand, damage and deformations were noticeable in the barbs, and the extremes were noted to be cut probably caused by a surgical instrument. The product code sxpp1a401 contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. As per the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and barbed suture was used. There were no patient consequences reported. Additional information was requested.